Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). The concerto coil pushwire was found bent at the proximal end. In addition, the concerto coil pushwire was found broken the proximal end with the release wire extending out. The implant coil was found detached within the introducer sheath. The implant coil was flushed out from within the introducer sheath and no defects were found on the implant coil. No other anomalies were found. Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, the customer indicates the information is unavailable. We were unable to determine the cause of coil pre-mature detachment. It is possible that the pushwire became damaged and the implant coil detached from the pushwire during handling or shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not advance out of microcatheter. The coil stuck in the middle part of the catheter. Other coils were used, and procedure was completed. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached inside the introducer sheath from the pushwire.